Event description:
It was reported that the customer experienced a cartridge alarm 20 during the load process. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Despite guidance from technical support, the customer could not successfully load a new cartridge and continue insulin therapy, as the alarm recurred. Technical support resolved the issue by sending a replacement pump and provided instructions for placing the existing pump into storage mode and returning it via ups. The customer was advised to use multiple daily injections (mdi) as a backup therapy and understood the procedures for receiving and setting up the replacement pump.